Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead worked well, prior to surgery to remove another manufacturer's lead. During the procedure to remove the other lead, the physician believed that he may have damaged this rv lead and decided to explant and replace the lead. It was reported that there was a slight increase in threshold, from about 1.1 volts to about 1.7 volts. No additional adverse patient effects were reported.